Event description:
It was reported that there was a lead fracture and the lead was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(6): the lead was returned in partial segments and analyzed. It can not be determined at this time how blood entered the superior vena cava portion of the lead. There is intermittency between the pin and cap on the connector. The defibrillation conductor was distorted and the conductor had blood/ body fluid (not obstructed). The outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. There was blood in/on the helix mechanism and tissue on the helix.